Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. School nurse (lpn) is calling on behalf of the customer. The school nurse is concerned with tests results of 55 mg/dl. The customer's expected fasting blood glucose test result range is 230 - 310 mg/dl. School nurse stated that she checked the customer's blood glucose level yesterday and the result was 55 mg/dl fasting. School nurse stated that she had provided the student with a high carb snack, then re-checked the blood glucose level five minutes after and the result was 184 mg/dl non-fasting; she checked again, and the result was 216 mg/dl non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to the specification in the medicine cart. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).